Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct code health effect - clinical code in section h6, to update section h3, and to provide the completed investigation results. One (1) 6 fr angio-seal vip was returned for product evaluation. The returned sample included the hemostasis sheath and locator. The device was visually inspected and found to have been in good condition with minimal signs of use. The hemostasis sheath and locator were returned fully mated. The components were separated, and it was found that the distal tip of the locator was broken. The distal portion of the tip had been broken off at the blood inlet hole. The damage was examined and showed signs of plastic deformation. Plastic deformation was consistent with overload from torsional stress, as material demonstrated signs of stretching in a circular orientation. Functional testing was unable to be performed due to the condition of the returned device. The complaint can be confirmed for non-deployment device pullout. The exact root cause cannot be determined. The likely cause is an obstruction to the anchor posting to the tip of the hemostasis sheath. Functional testing was unable to be performed properly due to the condition of the returned device. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implant date - device was not implanted. Explant date - device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the angio-seal device had a broken tip. The dilator of the carrier system was used individually without a device as a dilatation aid. During this process 2 cm of the tip broke off. However, the device and the tip were still over a wire. During the attempt to retrieve the tip, the wire was accidentally pulled out and the tip could no longer be found. The tip was left where it was, as it did not cause the patient any discomfort. There was no significant loss of blood. The patient was treated as intended. The patient is fine. There was no significant delay of the procedure. Manual compression was applied. The patient was hospitalized due to the event. The patient did not require non-surgical intervention due to the event. The patient did not require surgical intervention due to the event. The posterior wall was not punctured. Additional information 21september 2021: hemostasis was achieved by manual compression using a 6fr sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was not performed. The estimated blood loss was less than 250cc's. The patient was in stable condition.